Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. Inspected reservoirs, snap-cap, and septum for anomalies, and none were found. Ran occlusion testing and no occlusions were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of issues with no delivery alarms. The customer's blood glucose level was reported to be unknown. The customer states the alarm was resolved by complete set change. The customer was advised the reservoir and sets would be replaced.